Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that pen needle 31gx5mm 14 pack needle was exposed. The following information was provided by the initial reporter: on november 12, when the nurse prepared to use the needle for insulin injection pen to the patient, she found that the needle was exposed, punctured the needle cap, and was given a new needle for replacement. This was discovered timely and no adverse effects were caused.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 14 pack needle was exposed. The following information was provided by the initial reporter: on november 12, when the nurse prepared to use the needle for insulin injection pen to the patient, she found that the needle was exposed, punctured the needle cap, and was given a new needle for replacement. This was discovered timely and no adverse effects were caused.